Manufacturer narrative:
Section b5: additional information was received from the physician confirming the following: the cause of the bradycardia and hypotension was due to a cardiovascular event. The patient had unspecified pre-existing comorbidities that were thought to have caused or contributed to the patient outcome and the event was not device related. The patient¿s (unspecified) comorbid conditions were thought to have caused or contributed to the patient outcome. There was no device malfunction associated with the event, thus no ion device or instrument will be returned for evaluation. The physician also confirmed that the event would have likely occurred via another modality.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the physician took one needle biopsy and one forceps biopsy, two brushings and a 10ml bronchoalveolar lavage (bal). Shortly after the bal, there was a lot of bleeding and the patient's heart rate and blood pressure dropped. A code was called, and the procedure was aborted. The patient received cardiopulmonary resuscitation (CPR) and was resuscitated. Due to concern for significant hemoptysis, the patient was taken to the operating room for exploration; however, there was not a significant amount of bleeding noted. The partial pressure of oxygen in the arterial blood (pao2) was noted to be very high (400mmhg). The physician and the surgeon concluded that there was no evidence that bleeding would have led to the hypotension and bradycardia given the high pao2, and that the intra-operative findings showed there was no significant bleeding or compelling evidence of massive hemoptysis. They concluded that the available data were more consistent with a cardiovascular event. It was reported that the patient later expired, date not specified. Additional information was requested but no further details have been provided.

Manufacturer narrative:
Based on the current information provided, the cause of the cardiac arrest and death cannot be determined. The site physician and surgeon suspect a cardiac event. There was no report of, or indication of any issues with the ion system, instruments or accessories. System logs were not available for review at this time. A review of the event was performed by an isi medical safety officer (mso) who concluded that a female patient of unknown age underwent an ion endoluminal lung biopsy procedure. Samples included needle and forceps biopsies, cytology brushings and a bronchoalveolar lavage (bal). Shortly thereafter there was some bleeding noted with hypotension and bradycardia. A code was called, and CPR was administered with successful resuscitation. The patient was taken for surgery over concerns of significant hemoptysis and the patient subsequently died. Intraoperatively there not a significant amount of bleeding noted. Abg (arterial blood gas) revealed a pao2 in the 400s. The high pao2 and intra-operative findings strongly argue against massive hemoptysis which would have led to hypotension and bradycardia. Given the lack of compelling data suggestive of massive hemoptysis or other alternative etiologies the available data are most consistent with an acute cardiovascular event. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The available data suggests that the ion system did not contribute to the adverse event but it is possible the adverse event was related to the procedure. Bronchoscopy and biopsy are a minimally invasive procedure with a low complication rate and rarely associated fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Section b2 date of death: the actual date of death was not provided/confirmed by the report sources. Therefore, the procedure complication date is an estimated date.